Event description:
A customer reported they were inadequately rinsing their instruments after cleaning and disinfecting in cidex&#59407;pa solution, and the instruments were released and used on patients. No serious injuries were reported. The customer stated they are soaking their endovaginal probes in a open container and rinsing the probe under running water for a total of three (3) minutes. The instructions for use (IFU) states the instruments should be submerged completely into a clean, large water container for a minimum of one minute. This should be repeated twice for a total of three rinses. Failure to rinse devices per the IFU may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. The customer was advised to follow the IFU unless the medical manufacturer of the device has additional rinsing instructions. As a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex&#59407;pa solution since it could result in serious patient side effects.

Manufacturer narrative:
Method: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the visual analysis, batch record, supplier evaluation, trending of the product malfunction code, retain testing, and system risk analysis. A visual analysis was not performed since the product was not returned for evaluation. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. The trend for the product malfunction code of procedure related was not performed as the lot number was not available. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of "procedure related" and the risk was determined to be "low risk." The assignable cause of the issue is failure to follow instructions. The customer was informed the IFU rinsing directions are the only approved method, and the device manufacturer should be contacted for possible additional rinsing instructions. Asp will continue to track and trend this issue. No further investigation is required at this time.